Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 648 mg/dl with moderate ketone levels resulting in diabetic ketoacidosis; cause was due to basal-iq algorithm suspended insulin in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as low, and the meter bg reading was unknown. Healthcare provider identified the ketone level as dangerous. Customer called the ambulance, was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline fluids, insulin fluids, potassium, and magnesium. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.